Manufacturer narrative:
Additional information provided: the system was examined and the reported event was not replicated. However, the host was replaced as a preventive measure. The system was tested and found to meet product specifications. The reported event is unable to be confirmed and the root cause is unable to be determined conclusively. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while manipulating memory, the console locked. The issue was resolved by "recovery". The console was used in surgery. Previously, the panel on the console became blue between surgery. The console was rebooted to resolve.

Manufacturer narrative:
The host module was received and the sample was installed in a calibrated system. The reported issue could not be replicated. The host module was found to meet specifications. The host module was found to meet specifications. Therefore, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).